Manufacturer narrative:
(B)(4). Device was returned to manufacturer on 07/18/2013. The manufacturing documents were reviewed and no complaint related issues were found. Manufacturing location is synthes (B)(4).

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in italy as follows: on (B)(6) 2013, the patient went back to the hospital for x-rays due to the fact that while she was walking with the crutches, she heard a crack and she felt a big pain. The patient says she did not fall. After the surgery, when the less invasive stabilization system (liss) plate was implanted, she was for 6 weeks in bed in a wheelchair. Only 10 days prior to the report did she start to walk a little bit with the crutches. The patient is expected to undergo revision surgery to remove the broken plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
An investigation was conducted and it states that based on the topography of the fracture surface we can conclude that the implant was subjected to dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload and fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded.